Event description:
Customer reports strip vial exp date was 07/31/2009 while using comfort curve test strips. Batch records verify strip vial exp date as 07/31/2008. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.